Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208786726, implanted: (B)(6) 2015, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's temporary extension was cut and they decided to implant the implantable neurostimulator (ins). The event was resolved. Relevant medical history includes idiopathic functional urinary retention since 2012. Follow up is being conducted to determine what activity was being performed that lead to the extension being cut and to obtain device information for the extension.